Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five inappropriate shocks due to oversensing on the right ventricular (rv) lead. The rv lead also exhibited a sudden increase in thresholds and short v-v intervals. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.